Manufacturer narrative:
Device UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system was periodically exiting and restarting in the software application. There was no patient involved. A medtronic representative (rep) later reported that she was on site for troubleshooting and was able to replicate the issue. The rep was in the software and then it became unresponsive. There was no mouse movement, and the screen went to "no input detected." The rep had to hard shutdown and after booting back up, the monitor was black for a significant amount of time (about 10 minutes) before the rep was finally able to get to the login screen. The software became unresponsive again. It was noted that the rep was not able to login to admin for logs.